Manufacturer narrative:
Product ID: a810, lot/serial#: n/a, implanted: n/a, explanted: n/a, product type: software, ubd: n/a, UDI#: n/a. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving 4 mg/ml of hydromorphone and 4 mg/ml of bupivacaine 1.9798 mg/day via an implantable pump. It was reported a programming error occurred on (B)(6) 2020. On (B)(6) 2020 the pump was refilled with a new concentration of hydromorphone and bupivacaine (5 mg/ml), previously 4 mg/ml.the hcp performing the refill successfully updated the pump but did not change the concentration to 5 mg/ml (remained at 4 mg/ml). The patient was currently in the clinic on the day of the report (B)(6) 2020 for a "dose increase" while they titrate the patient up. This is when the error was discovered. The patient had been receiving 2.4747 mg/day. The hcp planned to confer with the managing physician regarding how they wanted to proceed.